Manufacturer narrative:
(B)(4) date sent: 5/2/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric septation procedure, the stapling was incomplete, some staple didn't close completely. After firing the load, the staples didn't close properly and the staple line wasn't closed in a uniform way. There was wispy bleeding. It was made suture with the thread pds 3-0. The bleeding was controlled and the surgery was followed normally. The patient was sent to the room and presents normal postoperative without further damages.